Manufacturer narrative:
The MFR did not receive the device for investigation but it is mentioned by complainant that it will be provided. As an incorrect lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended med device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a ncb plate for femur, 9 holes, on the left side on (B)(6) 2014. It was reported that a breakage of the implant occurred on (B)(6) 2014 during fitness training. The pt was revised the next day and a new plate was implanted.